Event description:
Pt dialyzed 4.5 hrs with ultrafiltration rate at .43 l/hr. Calculated target body weight loss of 1.9 kg. Programmed into ultra filtation control machine. On going weight is 106.5 kg. Pt developed shortness of breath post treatment. His post dialysis weight was 107.3 kg. Therefore, pt's body weight is .8 kg greater. Pt hospitalized with fluid overload.